Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two electronic photographs were provided and evaluated. The first image shows multiple maxcore devices placed in 2 cardboard boxes. The second image shows multiple maxcore devices placed in one cardboard box. No anomalies were noted. After reviewing the photograph, the reported failure could not be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue using the maxcore device. During the procedure, it was identified that the outer cannula could not be fired. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue using the maxcore device. During the procedure, the outer cannula can¿t be fired. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.